Event description:
Customer reported she received two calibration errors and had to change out her sensor. When trying to insert a new sensor, the needle broke off in the serter. Customer's blood glucose was 113 mg/dl. She stated when she was moving the serter towards her body, the sensor came off the pedestal, leaving the needle inside. The sensor is being replaced. Nothing further reported.

Manufacturer narrative:
One sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to high readings. No needle anomaly could be confirmed due to the needle not being returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.